Manufacturer narrative:
A complete device was received for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. Device analysis performed an interrogation of the returned device, which revealed that it was above elective replacement indicator when received. Based on this information, the device was found to communicate appropriately with a merlin programmer. The cause of infection could not be determined and no device anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-32225. Related manufacturer reference number: 2017865-2021-32226. Related manufacturer reference number: 2017865-2021-32227. It was reported that the patient presented with bacteremia and endocarditis. The implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead were explanted. A small fibrinous material or vegetation was found on the atrial lead. A temporary pacing lead was implanted and the patient was treated with antibiotics. The patient was in stable condition post-procedure.